Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient's left eye began to hurt five days post photorefractive keratectomy. The patient applied ointment and kept the eye closed until the next day. The patient was seen during an emergency appointment and was noted to have a corneal erosion. The bandage contact lens was removed and the patient was prescribed topical polymyxin b sulfate and trimethoprim ophthalmic solution. The topical steroid use was discontinued. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).